Manufacturer narrative:
A visual and functional inspection was attempted to be performed by a stryker field service technician. However the unit was unable to be located for evaluation. As a result, a stryker quality technician utilized trending and determined the likely cause of the difficult to load/unload the cot in the ambulance was a bent/deformed safety bar assembly. The issue was resolved for the customer by cancelling the work order. Should the customer locate the unit, a new work order will be opened.

Event description:
There is no new information.

Event description:
It was reported that the device's head section safety bar is sticking.n o patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.